Event description:
The customer reported when powering up the device, it switches to battery charge test. The field service engineer had the customer print log and found error code 90004 and 90005 the error code is in the category of self-test failure - codec/time base. There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.